Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, patient underwent transforaminal lumbar interbody fusion at l3/4 and l4/5. During surgery, the thread on the spacer implanted on the l3-l4 level came out. No patient complications were reported were reported as a result of the event. No revision was scheduled.